Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not able to rewind. Customer states that pump was broken. Customer's blood glucose was 256mg/dl at time of incident. Customer advised to discontinue the use of the pump and revert to backup plan as per hcp's instructions. Product will be return for analysis.